Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that excess fluid was found in the overpouch of a small volume folfusor, indicating leakage had occurred. This occurred after filling with 4750mg fluorouracil (baxter compounded solution) and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 9, 2013 ¿ september 11, 2013 the device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.